Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported patient effects could not be determined. Additional therapy/ non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient was re-hospitalized and an occluder was implanted successfully. The patient effects of atrial perforation and heart failure are listed in the mitraclip instruction for use (IFU) as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review.

Event description:
This is filed to report after the mitraclip procedure, the atrial perforation had to be closed with an occulder. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. Two clips were implanted. 15 days later, a left to right shunt was noted. The patient developed right ventricle failure. Therefore, an occluder was implanted successfully. Details are listed in the attached article, iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. No additional information was provided.